Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal tip kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the polymer distal tip kinked. Dimensional inspection of the overall length and outer diameter (od) of distal tip, middle section, and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous left artery. A 135cm transend¿ guide wire was used; however, during the procedure, there was difficulty in reinserting the pathblazer balloon catheter into the sheath. When the balloon catheter was forcibly pushed, the device was suspected to have been deformed. When the wire was pulled out, severe resistance was felt and torque control was impossible. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous left artery. A 135cm transend¿ guide wire was used; however, during the procedure, there was difficulty in reinserting the pathblazer balloon catheter into the sheath. When the balloon catheter was forcibly pushed, the device was suspected to have been deformed. When the wire was pulled out, severe resistance was felt and torque control was impossible. No patient complications were reported.